Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5: the reporter indicated, that the surgeon implanted a 12.1mm tmicl12.1, -6.50/+2.00/075 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a longer length lens, due to low vault. This resolved the problem. The cause of the event is reported as unknown. Post-op status of the eye was reported as "healing wihtin normal limits". H6: health impact code: 4629 lens exchange. Claim# (B)(4).

Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm icl implantable collamer lens, into the patients left eye (os). The lens was reported as having no vault and remained implanted. Additional information has been requested but none has been forthcoming.